Event description:
It was reported that the pt had a lead revision. The company representative confirmed that the neurostimulator was repositioned. Another lead was placed extremely low which resulted in abdominal coverage. It was near the internal aspect of the bladder. The MFR's device registration system indicated that the neurostimulator was replaced. Further info is being requested from the hcp.